Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis. The cause of the events was unknown. It was reported that during the first two episodes, the patient was treated with unspecified medication (intraperitoneal) for the events. The most current episode, the patient was treated with unspecified intraperitoneal medication and the patient was hospitalized for the event. It was not reported if the patient was hospitalized for the other two events. The patient's outcomes and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis event occurred three times on an unreported date in the past year. Should additional relevant information become available, a supplemental report will be submitted.